Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels ranging from 50-123 mg/dl. Reportedly, the customer required assistance addressing low bg levels with carbohydrates. Reportedly, the control iq software was "too aggressive." Tandem technical support reviewed pump data and verified the control iq software functioned as intended.